Event description:
It was reported that the male external catheter was not draining properly. Patient stated that the externals sometimes collapses and sticks to itself. Also stated that once drained the bag, it would stick to itself like there was a vapor lock and the urine would not flow into the bag. Patient did not specify whether it was leg bag or the drain bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "static / positive air pressure". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter was not draining properly. Patient stated that the externals sometimes collapses and sticks to itself. Also stated that once drained the bag, it would stick to itself like there was a vapor lock and the urine would not flow into the bag. Patient did not specify whether it was leg bag or the drain bag.